Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, the patient stated that her dexcom was not providing her with readings that matched her symptoms. However, no specific cgm or bg meter readings were reported. The patient was vomiting and "really out of it." Emergency medical services (ems) was called. Once ems arrived, the patient¿s bg meter reading was 421 mgdl and no cgm comparison value was reported. The patient was transported to the emergency room (ER). The patient was diagnosed with diabetic ketoacidosis (dka) and admitted to the intensive care unit (ICU). The patient was treated with intravenous (IV) saline and an IV insulin drip. The patient decided to leave the hospital on (B)(6) 2024 as she did not have childcare. The patient was recovering at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).